Event description:
The customer contacted baxter's technical service center to report smoke coming from the cord on a homechoice (hc) machine during use. The technical service representative (tsr) initiated a swap of the machine. The home patient (hp) had a procard and would use manual bags. The hp would contact the registered nurse (rn) in the morning. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of smoke from the power cord. External visual inspection of the power cord revealed no problems. The contacts appeared clean and bright with no evidence of damage or abrasion. The overall condition of the cord was excellent with no evidence of overheating or damage. Internal and external visual inspections were performed on the device and revealed no problems. Patient therapies were performed using the power cord returned with the device with no problems encountered. The reported issue was not confirmed. The assignable cause was undetermined. The device will be routed to the service area.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.